Manufacturer narrative:
The dealer stated that the front wheel axle broke. The consumer had allegedly put the front casters down from a curb and when the consumer went to lower the rear casters from the curb, the front axle allegedly broke. The consumer was able to catch herself to prevent a fall. It is unknown what the dealer is referring to as the wheel axle, if it is the caster / fork assembly. Replacement parts ordered on (B)(4). The order was for front leg extension kit, includes the caster, fork & leg extension. No injury alleged.

Event description:
Customer alleges as they were lowering rear wheels down the curb, the front wheel axle broke. (B)(4). No injury alleged.